Event description:
The customer reported an emergency room visit due to high blood glucose of 580 mg/dl and diabetic ketoacidosis. The customer treated their high blood glucose with the insulin pump and with a manual injection. They hurt their back due to a fall. The customer was in an accident and was the driver at the time of the accident. The customer was wearing the insulin pump at the time of the hospitalization. They were hospitalized for 10 days. The customer reported another hospitalization on (B)(6) 2014 due to high blood glucose of 680 mg/dl and diabetic ketoacidosis. They were hospitalized for 4 days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-03383.